Event description:
I have been trying to get a proper diagnosis for 1 1/2 years. I had saline breast implant augmentation (B)(6) 1999. My symptoms were infrequent from 2012 until 2016, worsened to the point of debilitation by (B)(6) 2017. (B)(6) 2017 was placed on disability through my employer. Complete loss of function in hands, falling, feet and hands numb and tingling; vertigo, migraines, confusion, memory issues, blurred vision, rashes; severe night sweats, inability to regulate body temperature, fevers, random sweating, bruising, nausea, vomiting, swollen lymph nodes in neck, chest, armpits, front and back of ribcage; vasculitis, white tongue, chronic cough, ringing of ears, bone pain in legs and arms; lower back pain, muscle spasms, severe heart palpitations, sore chest, pain and nodules around both breasts; raspy voice, cold temperature intolerance, pain under lower left ribcage, chronic fatigue, shortness of breath. I am far, far worse now. Since drs haven't diagnosed me I began researching and ran upon an article regarding bia-alcl. I am 99% sure I have this. My pcp contacted a specialist for immediate consult. FDA should have listened to citizens instead of the "profanity" corporations. You will have "profanity" yourself if I am diagnosed with this. I pay taxes and have for 30+ years. You work for me and every "profanity" citizen in this country. "Profanity" money hungry "profanity."